Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The analysis identified a fiber body break between the input connector & fiber control knob. The glass cap exhibited mild devitrification at the output window. It was also confirmed that the fiber tip devitrification was normally degraded, which occurs through use of the fiber and should not be considered a failure mode. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identify there was a breakage along the length of the fiber. It is likely that the procedural handling of the device during set-up and use such as excessive manipulation/rough technique contributed to the fiber body break.

Event description:
It was reported that during a prostate transpiration procedure for prostatic hyperplasia, there was a distal side damage on the fiber. The procedure was completed using another fiber. There were no patient complications. The fiber was returned, and analysis identified that there was a fiber body break between the input connector and fiber control knob.